Manufacturer narrative:
This report is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Unknown cause of death. Unspecified adverse event. Case description: this case was reported by a consumer via call center representative and described the occurrence of death in a female patient who received gsk denture adhesive (formulation unknown) (corega) unknown for drug use for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced death (serious criteria death and gsk medically significant) and adverse event (serious criteria death). On an unknown date, the outcome of the death and adverse event were fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death and adverse event to be related to corega. Additional details: the reporter (patient's son) informed that his mother was using corega and death. The cause of death was not informed or any other data.